Manufacturer narrative:
This report is for one (1) unknown humeral plate. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown humeral plate. (B)(6). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery to remove a distal humerus plate took place on (B)(6) 2017. The patient was healed but did not like the feel of the plate in her elbow and requested to have it removed. Surgery was completed successfully and patient was reported as being stable. This report is for one (1) unknown humeral plate. This is report 1 of 1 for com-(B)(4).